Event description:
It was reported that a patient underwent a small ventral hernia repair procedure on an unknown date and straps were used to fixate the mesh at 1 cm intervals. The patient experienced intense pain beginning in the recovery room. The patient had the procedure done at a surgery center. Afterwards, she admitted herself into the hospital where she stayed for a month with intense pain and ileus. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.